Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and the catheter became stuck in a deflected position. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area, also bumps were observed at catheter tip lumen. An internal corrective action was opened for the peek housing issue. During an x-ray analysis it was determined that t-bar slid down applying stress to the tip section and contributed to the bumps and peek housing damage observed. Due to the t-bar being out of place, the deflection test failed. No resistance or tension was felt while returning the catheter to an un-deflected position. An internal corrective action was opened for the t-bar sliding down out of place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed deflection test; however during the analysis catheter was not stuck. The customer complaint regarding the catheter getting stuck in a deflected position cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/29/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and the catheter became stuck in a deflected position. During the procedure, the physician removed the catheter out of the patient's body and reported that the deflection mechanism of the curve was damaged as the catheter was in a fully deflected position. There was no difficulty in removing the catheter through the st. Jude swartz 8.5f slo sheath. There was no physical damage observed at the distal end of the catheter. The catheter was replaced and the procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is indicative of a reportable event because a catheter stuck in a deflected position can potentially cause patient injury.